Manufacturer narrative:
(B)(4). The generator was returned to covidien service in puerto rico, tested and found to operate to specification.

Event description:
The customer reported that the day after surgery a lesion with a blister was found on the patient's left leg below the left knee. The patient return electrode was placed on the right upper leg. The patient had an abdominal hysterectomy that lasted for 1.5 hours. The skin was prepped with betadine solution. The electrosurgical pad and pencil were not saved.